Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the physician¿s handheld was not working. Multiple hard resets were performed but the issue was not resolved. The specific problem that the physician was encountering was not provided. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that the product analysis was completed on the handheld and flashcard. During the analysis, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional.